Event description:
It was reported that when the patient pushed the "record symptoms" button on the activator it did not respond. The batteries were replaced and this initially did not resolve the issue. The patient pushed the button and device operated normally. A replacement is being issued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.